Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654 was confirmed but not reproduced during product evaluation. This condition was caused by a faulty main speaker harness. The main speaker harness was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.